Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up one day, and was surrounded by paramedics due to a low blood glucose of 35 mg/dl. It was stated that the customer felt the insulin pump delivered a bolus that he did not program. Called the customer at the phone number provided, but there was no answer. Nothing further was reported.